Event description:
The mayfield headrest with pins was attached to the patient and the patient was placed prone on bed. The patient's position was adjusted on the or table utilizing fluoroscopy (x-ray) when the left scalp pin slipped and caused a small tear in patient's left scalp. The area was cleaned and staples were placed by the surgeon. The surgeon's operation notes state: the patient "was secured in mayfield head holder and then turned prone on chest rolls. Using fluoroscopy, the head was manipulated until the fracture was significantly reduced. Of note, during the positioning of the head ring, the mayfield ring, rotation complex broke resulting in loss of displacement and a laceration. There was no significant change in the alignment. A new mayfield headholder was replaced. (The patient) was repositioned and felt to be in good position." Note: this device had been returned to integra for repair, and returned to the or for use after repair. The repair evaluation noted ...upon disassembly repair noted the index knob was cracked and the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; unit is very discolored; general maintenance and cleaning required.